Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was predilated with a 2.75x12mm maverick balloon. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent but was unable to cross the lesion. The stent delivery system was removed from the patient. The stent fell off the balloon after it was removed from the patient. No patient complications were reported.